Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. A simulated treatment was performed and failed due to a pressure leak alarm during setup. The system air leak test failed; a pressure leak occurred. The lake was coming from valve 2. A known good valve was used and the system air leak test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the screen was dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered dried fluid under the pump assembly on the bottom cover. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The glucose test failed. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found that the touch screen was too dark and the cycler was sent to rework 01/11/2019. The rework verified the front panel was too dark. The front panel was replaced and the display function returned. The cycler passed tests on 01/11/2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported a patient¿s liberty select cycler had a pressure leak alarm during drain three of four of their peritoneal dialysis (pd) treatment. The patient¿s caregiver cancelled treatment. The cycler was able to reach step 1 of setup, however would not advanced passed step 1. The cycler wen through a timer and then would go back to step 1 after the patient¿s caregiver pressed next. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.